Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused levophed, and blood was backflowing into the intravenous(IV) line during patient therapy. This was further described as the pump said it was infusing but it was not. This was noticed when the medication was down titrated and the patient's blood pressure lowered, and fluids had also backed up. It was resolved when the nurse removed the extension set and flushed the line. No further information was provided.